Event description:
It was reported that the ventricular thresholds started to increase over a year's time and then made a drastic jump in a matter of weeks. During explant of the lead, the helix would not retract, so the entire lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.